Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, haptic was torn off during insertion requiring intraoperative lens removal/exchange. According to the report, by a surgical technician, dated on (B)(6) 2016 the incision was not enlarged for removal of a damaged lens and another backup lens was successfully implanted. The same report indicated that the cause of the event was unknown since the surgeon has not been having issues neither with lens nor injector system in the past. No reported postoperative sequelae conclusion: based on the complaint history, work order search, medical review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found. Visual inspection of the returned product found one haptic torn, with pieces torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and visual inspection of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -8.5 diopter, and the lens haptic tore. The lens was removed within the same surgery, with no patient injury, no incision enlargement or sutures. The backup lens was implanted with no problem.

Manufacturer narrative:
Method: device history record review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause the haptic tear. Physician report does not indicate that any adverse event or condition would have caused the haptic tear. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #(B)(4).